Manufacturer narrative:
The complaint that the needle does not fully retract into the safety shield with subsequent bleeding was confirmed and the cause appeared to be manufacturing related. Representative samples from lot 5057908 were received in sealed unit packages. A functional test of the safety mechanism revealed that some needles fully retracted, the retraction times were within specification, and no leaks were noted at the septum. For other needles, the flash notch became caught on the blood control valve upon activating the safety mechanism, which kept the valve in an open position and would allow blood to leak. As the partially retracted needles were keeping the valve in the open position, the leak was confirmed from circumstantial evidence and considered a cascading event. As the samples from sealed unit packages failed to fully retract, the complaint was confirmed, and the cause appeared to be manufacturing related. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Nurse placed the IV with no issue into outer rfa and as she went to retract the needle, it would not retract into the safety chamber. Nurse tried pushing the white retract button an additional 3 different times. As she pulled the needle out of the catheter, pushing the white button a few more as she was pulling it out. The needle finally retracted when completely out of the catheter. Then blood shot out of the catheter onto the patient arm and nurse's hand. The safety chamber also filled with blood as she pulled the needle out and retracted.